Event description:
It was reported that approximately 4 months post placement of a 23 x 12 ultraflex esophageal stent in an unspecified portion of the esophagus, the stent had migrated to the stomach. The patient underwent a second procedure during which the physician attempted to retrieve the migrated stent from the patient's stomach by unspecified means, however, upon closer endoscopic visualization, the physician noted that the stent appeared to contain "a fracture" or "barbed feature" and decided against further attempts at stent retrieval. The procedure was completed and the patient was referred to another hospital for removal consultation. The status of the patient is unknown.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.